Event description:
The peritoneal dialysis (pd) patient called technical support to find out if she could drain on the liberty cycler after she's gone into the fill phase because her umbilical hernia began to "poke out". The patient was advised to inform her nurse about the hernia event. During a follow-up call, the patient stated she had the umbilical hernia since the start of her pd treatment in (B)(6) 2010. There was no surgical intervention done. The patient sated she did not experience pain or discomfort. The patient disconnected from the cycler and completed therapy with manual treatments. The hernia was fine after draining.

Manufacturer narrative:
A clinical investigation was performed. The pd nurse stated that umbilical hernia continues to be reducible and soft. There have been no reported large drains or overfill events. There have been no medical interventions. Per the fmc associate medical director, the patient had an additional risk factor for developing an abdominal/umbilical hernia, which is a prior abdominal surgery. The hernia was described as reducible, and there is not a history of serious injury. The actual device was returned to the manufacturer for evaluation and a product investigation was performed. A visible inspection was completed and the device was in good condition. The system air leak test and valve actuation test passed. A simulated treatment was performed and completed without any failures. Further evaluation found no device malfunctions that would have caused the reported hernia event. A batch record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.